Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had "collapsed/ blacked out after the surgery". The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020: it was further reported by the patient that they felt like they were receiving "punches" to their chest, and they "blacked out". The patient also reported that apparently something went "wrong" when they put the ipg in.